Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and more than three openings. A microscopic analysis and leak test were performed which identified one opening crease sharp and more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening crease sharp in the side anterior assessed as fold flaw opening. -more than three openings striated in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported right side deflation. The device has been explanted.